Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The basic evaluation began 2022-aug-11. It was reported that the patient was experiencing worsening baseline symptoms. Worsening urge incontinence and urgency frequency. Additional information was received from the patient. Patient has been in the hospital for a few days due to an infection (cellulitis) where the leads were placed. There is a lot of pain, draining and pus in the area. She was given antibiotics to take and some through IV. She got home today, (B)(6). Information was received from a patient's representative regarding an external neurostimulator (ens) for the treatment of bladder issues. The reason for call was to report that patient had good success the first two mornings, however yesterday morning, patient's bladder symptoms return, said was flooding the bed. Caller said that they are unable to make an adjustment so they contacted hcp office and finally spoke to the representative earlier today. Caller said that rep instructed caller to replace ens batteries and switch sides however issue wasn't resolved and was directed to call patient services. Caller said that they have an appointment to see the representative at hcp office tomorrow at 8:15 in the morning. Caller confirmed that cable is plugged into the ens and caller reseated the batteries and confirmed saw blinking lights and then stopped. Caller attempted to connect using handset however received the message of system error, cable not plugged into lead or switch sides. Caller checked the patient's back side where the cables are and did find one of the cables unplugged, said that they tugged on something earlier thought it was a string. The issue was not resolved through troubleshooting. Reviewed that issue won't be able to be resolved over the phone, will need to be seen in office. The patient was redirected to their healthcare provider to further address the issue. Caller said that they have an appointment tomorrow morning. An urgent email was sent to field team about the situation.